Event description:
According to the reporter: at the beginning of a laparoscopic procedure, the device's thread broke . An additional new suture was used without issue to complete the case. No patient injury was noted. Laparoscopic procedure converted to open unrelated to device problem.